Event description:
It was reported that the patient was having more pain and the spinal cord stimulator system was pushing the back brace which was causing a leg discomfort. The patient was also experiencing inadequate stimulation and overstimulation when coughing or looking upwards. All device components were explanted and were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7109645/7092532.